Event description:
It was reported the patient's device showed impedance readings of >10000 ohms and >40000 ohms. All contact pairs using contacts 0, 1, 2, 3 were out of range. No falls or trauma were reported. The patient was referred to their health care provider.

Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), implanted: explanted: product type programmer, patient product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 355026, lot# n264406, implanted: (B)(6) 2010, product type: accessory. Product ID: 355026, lot# n264406, implanted: (B)(6) 2010, product type: accessory. Product ID: 3487a-45, lot# v542022, implanted: (B)(6) 2010, product type: lead. Product ID: 3487a-45, lot# v542023, implanted: (B)(6) 2010, product type: lead. (B)(4).